Manufacturer narrative:
The complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# (B)(4)) unknown lot # was performed by the analysis of the customer¿s data and verification of complaints history. Despite multiple attempts to receive information from the customer, no kit lot number was provided. Customer complained about increasing discrepant results between n1 and n2 targets when using bd sars-cov-2 reagents for bd max¿ system assay. Several samples were n1 pos but n2 neg. Customer provided database from instrument ct2143 for investigation. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagents package insert instruction for use. A total of 872 samples were tested in the last three months with the bd sars-cov-2 reagents for bd max¿ system assay. Manual pcr curve adjudication was conducted across several runs containing discrepant n1 and n2 results (run #306/position b3, run #309/position a8, run 312/position a1, run #317/position a10, run #319/position b3, run #325/positions b6 & b9, run #327/position a6, run #329/position a4, run #334/position a1, run #335/position b2, run #343/position a1, run #346/positions a4 & a10, run #348/position b1 and run #352/position a10). Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Curve¿s analysis for all n1 positive results confirm that curves show late and low but true amplification. The n2 target was negative for all those samples. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Bd was unable to confirm the exact cause of the customer¿s positive results, but no product issue is suspected. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents products. The root cause was not identified but positive samples at the limit of detection of the assay is suspected. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd quality will continue to monitor for trends.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. There was no indication that results were reported out and there was no report of patient impact. Eua #:(B)(4). "This is a report about false positive suspected with bd max cov kit. According to the customer's report, the number of cases with discrepancy between n1 and n2 results with bd max cov kit has been gradually increasing (feb. 2021: 24 cases; mar. 2021: 85 cases). This is occurring with the products from several lots."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). "This is a report about false positive suspected with bd max cov kit. According to the customer's report, the number of cases with discrepancy between n1 and n2 results with bd max cov kit has been gradually increasing ((B)(6) 2021: 24 cases; (B)(6) 2021: 85 cases). This is occurring with the products from several lots."